Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: sedr01, implanted: (B)(6) 2011; product ID: 407645, implanted: (B)(6) 2011. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) county medical examiner with no information. Information identified in the paperwork indicated the patient died approximately three months post implant of the ipg system approximately 1 ½years ago.

Manufacturer narrative:
Product event summary #product ID# 407658 analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.